Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricular lead exhibited oversensing. Programming changes were made. The patient was in a stable condition.

Manufacturer narrative:
A partial lead with the distal tip measuring 40.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information states that the right ventricular lead exhibited decrease in high voltage impedance and possible lead issue. Non-sustained right ventricular oversensing was observed. Programming changes were made. Rv lead replacement was discussed. The patient was in a stable condition throughout.

Event description:
New information states that the right ventricular lead was explanted and replaced. During the procedure, the lead exhibited insulation abrasion with externalized conductors. The patient was stable before, during and after the procedure.